Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic complaining of fatigue and diaphragmatic stimulation. An x-ray was taken, and it was discovered that the left ventricular lead had become dislodged. The lead was capped and replaced on (B)(6) 2020, and the patient was in stable condition.